Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt is without stimulation. The programmer and charger both locate the ipg but the pt is unable to increase stimulation; the amplitude stops at perception. A company representative met with the pt and all the contacts are showing invalid. He was unable to reprogram her. X-rays were taken but everything appeared normal. The pt said that about one month ago she had injections and that the stimulation stopped immediately after the injections up around the area of the leads. The lead will be tested intra-operatively but most likely will be replaced.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.